Event description:
The angiosculpt device was used to treat a severely tortuous and severely calcified distal rca. There were no issues during insertion; however, after the 1st inflation and deflation, the wire was flimsy. The physician removed the device and a kinked shaft with a sharp edge was observed. A new angiosculpt was used to complete the procedure. No patient injury reported. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Report source: foreign- brunei. The angiosculpt device was lost at the customer's site, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.